Event description:
The end user reported that medical attention was sought on (B)(6) 16 at 2:00am after receiving low readings from the prodigy diabetes glucose meter. The paramedics were called because there was difficulty in waking the end user from his sleep. The paramedics performed a blood glucose test with their meter with a result of 61 mg/dl. The paramedics administered a shot to assist in raising his blood glucose but the end user could not recall what was given. No other treatments were administered. No additional information was provided.